Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating the locking mechanism was not functioning. It is unknown if the device was being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.